Event description:
It was reported that there was low out of range impedance value on electrodes 1 and 2. It was stated that with the newly implanted ins (implantable neurostimulator) on the right side the impedance was 8 ohms and the current of 218 ua (see manufacturer report # 3 004209178-2013-08410 on the previous ins). It was stated that the ins was not programmed using these electrodes, the therapy was fine and the patient was not having any issues. It was unknown when short circuit started or what the cause was. The day of the report was the first awareness of the short circuit for patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).